Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s leads had high impedance with impedance readings of >10,000. These readings were on electrodes 1, 3, 4, and 5. These impedances measurements were on the lead with a serial number of (B)(4). Impedance testing was done and the patient was reprogrammed. The patient was also experiencing stimulation in the wrong location from the lead with a serial number of (B)(4). This lead was reprogrammed and the patient was getting good coverage in their left leg but not in their back. The patient had less than 50% therapy relief at the lead locations. The patient was also experiencing pain. The patient status at the time of the report was listed as alive with no injury.